Manufacturer narrative:
System analysis/service repair on (B)(4) 2016: it was found that the top cover and qswitch failed and needed to be replaced. The top cover was replaced on (B)(4) 2016 and the qswitch was replaced on march 1, 2016, set rf:65w, set waterflow to 2.1 psi , detector set up (open/close loop), clean fiber port to prevent contact corrosion using specific ams tool. Laser works properly according to manufacturer specifications.

Manufacturer narrative:
Device evaluated by manufacturer updated. System analysis/ service repair was performed in the field on february 23, 2016. The replaced top cover was received at the manufacturer on march 21, 2016. Product evaluation: the returned top cover was noted to be down revision and discarded.

Manufacturer narrative:
System analysis/ service repair was performed in the field on february 23, 2016 and march 01, 2016. The replaced top cover was received at the manufacturer on march 21, 2016. The replaced q-switch driver was received at the manufacturer on march 30, 2016.

Event description:
It was reported that at the beginning of a prostate procedure, error codes 711, 302.4 and 202.11 were observed. It was also reported that the "touch screen emits a strange noise." The customer was not able to complete the procedure with the console.

Manufacturer narrative:
System analysis/ service repair was performed in the field on february 23, 2016 and march 01, 2016. The replaced q-switch driver was received at the manufacturer on march 30, 2016 and was sent to the supplier. Product evaluation: the returned q-switch was analyzed by the supplier and received back at the manufacturer on july 25, 2017. The q-switch driver was tested per final test report a251-14. The q-switch was returned to stock was noted. Probable root cause: based on supplier information available, the probable root cause was undetermined

Manufacturer narrative:
System analysis/ service repair was performed in the field on february 23, 2016. The replaced top cover was received at the manufacturer on march 21, 2016.

Manufacturer narrative:
Device evaluated by manufacturer updated system analysis/ service repair was performed in the field on (B)(6) 2016. The replaced q-switch driver was received at the manufacturer on march 30, 2016. The replaced q-switch driver was sent to the supplier.